Event description:
Subsequent to the initial medwatch report, it was reported that "the wire gets caught on the stent and it was throughout after it out of the body. This wasn't an ivus, it was just a wire." A cath lab picture was reviewed and the referenced photo reportedly refers to damage done to a stent with an intravascular ultrasound (ivus) catheter and/or guide catheter. The photo shows a stent, with the ends of the stent collapsed due to interaction with another device. Additional information has been requested regarding this event; however, no further event information has been received. Therefore, this event will be interpreted to mean that the stent was damaged when an unspecified device interacted with it. No further information has been provided.

Event description:
It was reported that "the doctor remained with a wire hanging on the stent." Additional information has been requested; however, no additional information has been received. "The doctor remained with a wire hanging on the stent" will be interpreted as the stent became dislodged and remained on the guide wire. It is not known if the stent was removed from the patient anatomy. No further information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery system are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Several attempts were made to obtain clarification from the account as to the circumstances of the procedure however no further information was available. It is unknown if the dislodged stent remains in the patient anatomy. A conclusive cause for the stent dislodgement could not be determined; however there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.

Manufacturer narrative:
(B)(4). It is unknown if the stent was deployed in the lesion and then explanted or the damage was noted prior to stent deployment; however, it was reported that the guide wire caused damage to the stent. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality. With the limited information available, a conclusive cause for the damaged stent could not be determined; however, there is no indication of a product quality deficiency.